Event description:
It was reported that during remote data transmission it was noted that this atrial lead exhibited increase in pacing impedance with greater than 3000 ohms. Furthermore, it was confirmed that this lead was fractured. A reprogramming was performed and subsequently, this atrial lead was explanted. No additional adverse patient effects were reported.